Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recoded a pacemaker mediated tachycardia (pmt) episode that was atrial driven and far field over sensing on the right atrial (ra) lead channel that caused inappropriate atrial tachy response mode switch. The crt-d remains in service at this time. No adverse patient effects were reported.